Event description:
It was reported that during testing conducted at the user facility the tip of the device broke off. No patient involvement or procedural delays were reported to have been associated with the event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the user facility the tip of the device broke off. No patient involvement or procedural delays were reported to have been associated with the event.